Manufacturer narrative:
The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the customer answered ¿yes¿ to the survey question " since receiving the notification letter, are you aware of: any medication errors related to using the custom concentration programming?¿ there was no reported patient impact.